Manufacturer narrative:
An event of left bundle branch block and mild perivalvular leak were reported. There was calcification extending beneath the aortic annular plane in the interventricular septum. Information from field indicated that the device was successfully implanted at a depth of 5.71 mm. Post-implant balloon valvuloplasty was performed to resolve perivalvular leak. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study eu3520-467 r749286601, r748597801. It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted. A post-implant balloon valvuloplasty done due to mild paravalvular leak (pvl). Post procedure, electrocardiogram showed left bundle branch block, however no treatment was provided. There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient was reported to be in stable condition.